Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 800 mg/dl and a bolus was delivered to lower bg. Cause of elevated bg was not known; however, customer thought either the pump or becoming resistance to novolog could be contributors. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and treated with intravenous insulin/injections. Elevated bg/dka resolved. The customer had not been discharged at the time of the report. Pump system check was performed with tandem technical support (cts); no device issue was identified. Reportedly, customer used novolog in the cartridge for 4 days. Cts informed customer that novolog is labeled for 72 hours. Although multiple attempts were made to obtain discharge date, customer did not reply.

Manufacturer narrative:
Tandem clinical diabetes specialist reported customer was back on pump therapy and using novolog insulin. Pump was reported to be "working well". No further assistance required.